Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the dexcom system was not properly transmitting data. No medical intervention was reported. Additional event or patient information is not available.